Event description:
Alleged event: it was reported that one of their homecare pts had to go to a and e twice to get the catheter removed because it was blocked. The pt's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the MFR for investigation at the time of this report. The MFR will continue to monitor and trend related events.